Event description:
It was reported that in-stent restenosis occurred. The 100% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and severely calcified iliac artery. A 12mm epic stent was previously placed where isr occurred and a 10.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres, the balloon ruptured and was observed to be torn. The device was removed without any issues. The procedure was completed with different device. No further patient complications were reported.